Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No status indicator, device will not switch on buzzing sound heard only. No patient involved.

Event description:
No status indicator, device will not switch on buzzing sound heard only. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 6th october 2015. Multiple manual power ons mainly of ten-minute duration were recorded in the device history between the 26th june 2016 and the 17th april 2018. These manual power ons would indicate the device was switching itself on automatically. The fault was witnessed during the investigation and was traced back to corrosion on track 13 (on button) of the membrane tail. The fault could not be replicated after clearing the corrosion on the membrane tail. This would confirm a fault with the original membrane due to corrosion on the membrane tail. The corrosion observed on the membrane tail, would indicate the device had been subject to storage outside the indicated conditions (e.g. Exposure to high condensing humidity). This was further evidenced in the history log when the device records one occasion when the temperature was recorded below the minimum recommended temperature. Furthermore, the device switching on automatically had resulted in the depletion of an installed pad-pak. This had most likely resulted in the reported fault of ¿no status indicator, device will not switch on buzzing sound heard only¿, however, there was no pad-pak returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.